Event description:
It was reported the pt was able to press on the ins and make the stimulation stop. When the ins was released, the stimulation returned. Impedance readings were >10000 ohms. The pt had a lead revision. The lead had migrated into the pocket. The ins contacts were wiped and dried after the lead was revised. All impedance reading were within normal range following the revision. No further outcome was reported. A follow-up report will be submitted if additional info becomes available.